Event description:
The overhead telescoping bars were all bent and would not open or close.

Manufacturer narrative:
Device eval indicates that the bar was likely placed on the bed backwards by the hosp.